Event description:
It was reported that after the cc4204a collamer single piece lens with aspheric, was slit while loading, but the damage was not discovered until after the surgeon inserted the lens. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation: results: the product evaluation of the returned lens showed the lens was returned in liquid, a slit across the optic and tears in the haptic. Claim # (B)(4).